Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue was reported with the abbott diabetes care (adc) device. The customer received an unspecified high glucose reading from the adc device and initially self-treated with an insulin injection (dose/type unspecified). It is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced symptoms of hypoglycemia and "visual disturbances". The customer then obtained an unspecified lower reading on a competitor brand meter and self-treated with sugar for corrective treatment. There was no report of death or permanent impairment associated with this event. A higher reading of 410 mg/dl on the adc device was compared to a competitor brand meter reading of 50 mg/dl after 8 days of wear. The results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.